Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to rising threshold and dropping impedances. The patient has intermittent chb. Should additional information become available, this file will be updated.

Manufacturer narrative:
10/12/17 we received additional information this lead exhibited oversensing and loss of capture. (B)(4). Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed the ligature marks approx. 20 cm distal to the is-1 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approx. 24 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. During the mechanical analysis a stylet intended for use with the lead was inserted but could be advanced only 47 cm towards the tip of the lead. Subsequent analysis revealed coagulated blood along the inner conductor coil causing the inability to advance the stylet properly. These blood residuals were most likely introduced during the explantation procedure. Thus the functional test of the helix fixation mechanism was not properly feasible. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.